Event description:
It was reported via journal article that a device fractured and remained in the patient. Vascular access was gained via the right femoral artery. A 6 french sheath along with a non-bsc guiding catheter was advanced. Antegrade wire escalation technique with microcatheter was used but failed to cross the lesion. A rotawire floppy was able to successfully cross the chronic total occluded lesion and a rotablator catheter was advanced and atherectomy was performed with a 1.25mm burr. The lesion was ablated at 180,000 rmp for 4 times. Post ablation the distal rotawire showed deformity and entrapment. The rotawire was attempted to be removed via distally microcatheter insertion and pulling gently. The rotawire fractured distally and detached within the distal part of the left anterior descending artery. Additional intervention of using a twirling technique with another guidewire and catheter was performed to retrieve the detached rotawire. Most of the detached rotawire was retrieved; however, a small fragment remained in a small side branch of the distal left anterior descending artery (lad). Percutaneous coronary intervention was performed with a non-bsc sent within the proximal to mid lad. Final coronary angiogram reveled no coronary perforation or coronary blood flow limitation at the lad. The patient has improvement in the anginal pain and no recurrence of heart failure symptoms.

Manufacturer narrative:
Journal of the american college of cardiology. Vol 79, no. 15. Suppl s. 2022. Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.